Manufacturer narrative:
(B)(4)

Event description:
It was reported a week after implant, hematoma was discovered a week after the patient presented to the hospital for visible swelling and pain. Hematoma was successfully evacuated and the patient was then in stable condition. The patient had a device check-up on the next day and the device function was found to be normal.